Event description:
Surgical tech opened on the field the 6mmx40mmptx stent to use in patient - the stent was loaded on the wire, while prepping the device it was noted the syringe was fixed on the luerlock. Attempted to take off the syringe but it would not move. The syringe was pulled off. Attempts were made to pass the wire but would not pass through channel. No harm to the patient, this all took place on the sterile field.